Event description:
It was reported that their device has worked real good until the day prior to the report. The patient tried to figure out if she was doing something differently or wrong and did the same thing over and over. It was noted that the patient usually starts her day on 3.5v ¿ 3.6v and had to lower it has the day goes on but on the day prior to the report she had to start out at 7.0v. After increasing the numbers for their stimulation setting she still couldn¿t walk as well because it hurt when walking. The patient noted that she doesn¿t have a, b, c or d group and only sees program 1. There were no environmental exposures, fall, traumas or recent medical procedures reported. The patient reported meeting with a manufacturer¿s representative on (B)(6)-2015 so the ins could be checked and didn¿t need any programming because everything was working great at the time. The patient is in pain when she walks normally and the stimulator was supposed to relieve the pain and if she gets the stimulation too high it will aggravate the pain. The patient later reported they are ¿ok¿ with it at the time but also noted they had concerns and have a doctor¿s appointment on (B)(6) 2015. Follow up has been conducted and if additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: 2015-(B)(6), product type: lead. (B)(4).